Event description:
It was reported that a commanded shock was performed on this cardiac resynchronization therapy defibrillator (crt-d) system, the shock did not convert and the patient was externally converted. A gradual rise in right ventricular (rv) lead shock impedance had been noted, measurements were still within range. This crt-d system presented a code 1005 indicative of an open circuit condition during shock delivery. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received and this crt-d and rv lead were explanted and the system was replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that a commanded shock was performed on this cardiac resynchronization therapy defibrillator (crt-d) system, the shock did not convert and the patient was externally converted. A gradual rise in right ventricular (rv) lead shock impedance had been noted, measurements were still within range. This crt-d system presented a code 1005 indicative of an open circuit condition during shock delivery. This crt-d system remains in service. No additional adverse patient effects were reported.